Event description:
Reporter indicated that vns patient has been experiencing vocal cord problems. The patient experienced a voice change five days post-implant and went to see and ent. Ent technician indicated that one side of the patient's vocal cord was completely paralyzed. Stimulation had not yet been initiated at the time of the initial report. Neurologist reportedly indicated that the patient's uvula was not symmetrical.